Manufacturer narrative:
Conclusion code - no available code for undetermined or unknown cause. The customer¿s report that four devices were in use when channel b shut off without alarming was not confirmed. A system error was confirmed. The pcu error log identified an 800.8000.0 error code (general_os_failure) that occurred on the reported event date of (B)(6) 2016. Functional testing with replication of the user¿s programming steps indicated that a flo stop open alarm was immediately followed by an infusion start action (soft key 14). This created a race condition resulting in a system error code 255-16-275. During this error all operating channels continue until the system is powered off. The system error was due to the race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the module. The small timing window in which the race condition can occur indicates the use of two hands to operate the pcu and lvp simultaneously. The root cause of the report that channel b shut off without alarming was not determined.

Event description:
The customer reported that a system error 255-16-275 occurred while 4 medications were infusing. Channel b shut off without alarming and channel a continued to infuse. There was no report of patient harm.